Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02075. Follow-up identified the issue resolved without surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report#1627487-2016-02075. It was reported the patient experiences rib pain regardless of stimulation being on or off. Surgical intervention may be undertaken as the next course of action to address the issue.